Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Chronic fatigue syndrome: unable to observe since it is not related to the device. Complication related to procedure/surgery: unable to observe since it is not related to the device. Crease folding of implant: not observed. Fever: unable to observe since it is not related to the device. Malaise: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "breast pain caused by backer IV contracture in the implant, significant changes, and bilateral elastomer folds [...] The patient has been experiencing fatigue, malaise, joint pain (silicone disease), complaints of pain. [Patient] reports feeling feverish." Device has been explanted.

Manufacturer narrative:
Continued e1. Phone:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "breast pain caused by backer IV contracture in the implant, significant changes, and bilateral elastomer folds [...] The patient has been experiencing fatigue, malaise, joint pain (silicone disease), complaints of pain. [Patient] reports feeling feverish." Device remains implanted.